Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was noted at analysis that the device failed incoming vxi testing due to its liquid crystal display being out of specification in an electrical manner, it was missing pixels. It was further noted that the upper case was dented, the lower case and side bail covers were broken and the ring was contaminated. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.